Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. A 60g tritanium multihole shell, 48g mdm liners, 28/54 adm/mdm insert and 28 + 5 biolox head with an adapter sleeve and screws were implanted. The reason for revision is unknown at the time of intake.